Event description:
It was reported that the patient experienced never having therapeutic effect and had communication issues between the programmer/recharge and the neurostimulator. The patient met with the company representative on (B)(6) 2011 where an impedance check showed >10,000 ohms on one electrode. It was noted that this electrode was not in use for the patient's therapy. The patient was issued a new recharger on (B)(6) 2011. He was re-educated on the use of his recharger and programmer and was able to demonstrate the use of the device properly. He also denied the need for re-programming and was happy with his settings. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 39565-65, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).